Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while transporting a patient, the ventilator gave a "circuit fail" alarm and was not building any pressure. The patient was manually ventilated for the duration of the transport. There was no patient harm associated with this reported event.